Event description:
Boston scientific received information that a latitude red alert was generated for a high right ventricular (rv) pacing impedance measurement of greater than 2000 ohms, detected by this implantable cardioverter defibrillator (ICD). No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
An attempt has been made to gather additional information about this event. Current records suggest that this ICD remains in service at this time. This event will be updated if any additional information becomes available.